Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the pump touch screen was intermittently unresponsive. There was no reported adverse impact to the customer's blood glucose (bg) level. Tandem customer technical support (cts) reviewed the pump¿s settings and usage rate. Cts informed the customer that the depletion rate was within normal parameters based on the settings and usage rate, however the customer refused to acknowledge this explanation. Although requested, no additional information was provided regarding the issues.